Event description:
It was reported that the user received a pairing failed alert when attempting to connect a new dexcom g7 sensor to the ilet, while the sensor paired successfully with the dexcom app; troubleshooting included toggling the ilet cgm setting from g7 to g6 and back to g7, consistent with an intermittent communication failure associated with the antenna component. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 characterized by intermittent communication failure related to the electrical and magnetic antenna component. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.